Manufacturer narrative:
The date of the event was not reported therefore the aware date was used.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and with no patient complications. At an unknown time, the patient showed up at a different hospital than the implanting hospital. It was noted that the patient had vegetation or thrombus on the device.